Event description:
The customer received a pack with component c4320-90b in circulator bag leaked. There was an employee eye injury. On the day of the event, a 90 ml bottle with prefilled buffered 10% formalin leaked inside the supply bag for the circulating nurse. When the circulating nurse, who was not wearing safety goggles, opened the bag containing the formalin bottle, the draw strings had become saturated and trailed formalin across both of nurse's eyes. Treatment was initiated and the patient saw an ophthalmologist daily for about one week. By one week later, the nurse returned to unrestricted duty and the head nurse in the operating room stated nurse was "fine".